Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level was 280 mg/dl. The patient had experienced pain at the infusion site. Once the pod was removed from the insertion site the cannula was found to be bent. The pod will not be returned as it has been discarded.